Manufacturer narrative:
Additional visual examination found no visible loose particulate matter or fiber present at 2.5x magnification. The complaint was confirmed to be a manufacturing defect. Corrective actions are in-progress to address this type of non-conformance at the manufacturing site.

Event description:
It was reported that the pouch was found open before use. It was indicated that the nurse opened the shrink wrap and the shelf box and found one pouch in the box was opened. It was indicated that that there were no abnormalities noted on the shelf box.

Manufacturer narrative:
Additional visual examination found no visible loose particulate matter or fiber present at 10x magnification. A trim shard, approximately 0.4¿ x 0.1¿ in size, was observed from the hydra insert distal surface. The rubber ¿trim shard¿ was still attached with the insert.

Manufacturer narrative:
One hydra insert package was received opened. Indications of sealing were observed on the pouch. There was no visible damage observed on the tyvek, pouch, or inserts. The inserts were attached to a laboratory sample clamp and the inserts fit flat and tight to the clamp. The customer report was confirmed. The cause is not yet known. An investigation was opened to document further investigation for the opened pouch and trim shard.